Event description:
Reference importer # (B)(4).

Manufacturer narrative:
From the document review of the lot involved (1314252 - (B)(4) items produced) no anomalies were found related to the problem occurred. It is the third breakage of this code and lot. Further investigation is on going and a follow up will be submitted in case of new outcomes.

Manufacturer narrative:
The retrieved device was inspected by the r and d project manager, with the following comments: it is specified in the surgical technique that the canal must be tapped before screw insertion. When the canal is tapped, the torque needed to insert the screw is very low and the fixation is optimal. It is very unlikely that the canal was tapped at the time of the breakage of the tip of the instrument. The failure is due to a too high torque applied on the instrument caused by a not tapped canal.